Manufacturer narrative:
The reported event that cannulated low compression screw autofix ø2.0 x 26mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The device inspection revealed that part of screw thread results smoothened, with no anodization, very likely because of collision with another device. These are some of the possible causes: the screw entered in collision with another device during insertion. Two screws were put in contact. Their collision led to implant breakage. Overtorque was applied during screw tightening. The integrity of the screw had not been verified prior to use. The screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. The package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During inserting the screw the tip broke immediately. Replacement was available. Surgical delay of 2min. No other consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During inserting the screw the tip broke immediately. Replacement was available. Surgical delay of 2min. No other consequences reported.